Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown at this time if the device will return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a free perforation with extravasation of dye in the distal right coronary artery (rca). The 2.80x19 mm graftmaster covered stent could not cross to treat the perforation. The perforation was sealed with unspecified treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional information received 01/28/2020 indicates that the graftmaster did not cross for an unknown reason. The perforation was sealed using balloon angioplasty. There were no additional adverse patient sequela. No additional information was provided.